Manufacturer narrative:
Further information from the reporter regarding event, product, or pt details has been requested. No additional information is available at this time. The event of an allergic reaction composed of inflammation and edema is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional reported approximately 6 months after injection with juvederm ultra in the nasolabial folds and infraorbital region, pt developed mild edema in the periorbital region. The edema resolved without treatment one week after onset. Approximately two months later, pt developed periorbital edema again while flying. Pt was prescribed an oral corticoid and the edema resolved. The healthcare professional believed the edema, also referred to as "two balls of edema" at the application points, was related to an allergy or inflammation process.